Event description:
It was reported that the procedure was to treat an ectatic distal anterior tibial artery. Reportedly, during initial inflation of the 2.5 x 80mm armada 14, the pressure in the indeflator kept deflating. A second attempt was made unsuccessfully. There was no resistance felt during advancement or removal of the device. A non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.